Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that during use of the bd plastipak¿ concentric luer lock syringe tip was too soft. The following information was provided by the initial reporter: today I received a complaint from the umcg regarding a too soft luer lok (tip) the connector used (swan lock) spins through. It concerns 4 different syringes from 4 different departments. Friday I am going to pick up these syringes.

Event description:
It was reported by the customer that during use of the bd plastipak¿ concentric luer lock syringe tip was too soft. The following information was provided by the initial reporter: today I received a complaint from the umcg regarding a too soft luer lok (tip) the connector used (swan lock) spins through. It concerns 4 different syringes from 4 different departments. Friday I am going to pick up these syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 05-jul-2022. H.6. Investigation summary: four samples were provided to our quality team for investigation. Upon inspection of the product, no damage or defects can be observed in the threading of the syringe, threading is well formed and there is no issues noted within the tip. A device history review was performed for reported lot 2204035, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All results were reviewed for lot 2204035 and found to be within specification. Luer fitting testing was also performed on the returned sample and results were found to be within specification according to iso 20594-1. Based on the sample evaluation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence h3 other text : see h.10.